Event description:
This patient in 1979 had a left simple mastectomy for cystic disease and had bilateral implants placed. In 1988 she developed symptoms in the left breast and had the implant replaced with a silastic implatn. In the last 14 years she has experienced fatigue, chest wall pain and burning, arthralgia and stiffness. In april, 1992 she was diagnosed with fibromyalgia. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The right implant was ruptured the left implant was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.